Event description:
It was reported that the patient experienced unspecified issue with the artificial urinary sphincter (aus). The aus pump and cuff were removed and replaced with a new aus system. The old balloon was capped and left implanted. Further information was requested and not yet received. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.